Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis was requested. Technical services (ts) provided instructions on how to send the files and have yet to receive the data to analyze. At this time, the pacemaker remains in service. No adverse patient effects were reported.